Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual inspection of the cartridge noted that the radial reload was partially fired and the anvil clamping mechanism was deformed. Functional testing of the radial reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the sta ple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, as per the additional information received, the patient has left the hospital.

Event description:
According to the reporter, during an esophagectomy/gastric tube, the surgeon clamped the tissue from lesser curvature side and started firing, however a crack sound was heard on the halfway and stopped using the device. Then pulled the black return knob back and removed the device from the tissue, however some u-formed staples were stuck on the tissue and serous membrane of unfired and healthy stomach side was torn. The procedure was completed with another device. The surgical time was extended by more than 30 min. There was tissue damage.